Manufacturer narrative:
Initial reporter full name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID: (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) had been inserted on (B)(6) 2024 at 1911. On (B)(6) 2024 at 1840, during a routine central lumen line change, the rt was unable to loosen the line at the hub. They utilized hemostats (one on y-fitting and one on central lumen tubing hub) to assist in removing the line and in turn cracked the y-fitting, rendering the catheter unusable. No longer patent, the iab was removed within 15-20 minutes. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood observed on the exterior of the catheter with the pressure tubing attached. The female leur on the y-fitting was found torn in half with the pressure tubing unable to be removed. The pressure tubing was not a maquet product. Additionally two kinks were observed on the catheter tubing near the y-fitting approximately 72.9cm and 76.5cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The evaluation confirms the reported problems. The reported problem may have occurred due to the pressure tubing over tightened. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).